Manufacturer narrative:
The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling. Protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile. Barriers of all product used were intact prior to implant. On (B)(6) 2019 the patient had a procedure for a middle cranial. Fossa mini craniotomy plus resurfacing tegmen with image guidance. The implanting clinician's nurse contacted the territory manager on (B)(6) 2019, to confirm that the mini craniotomy procedure was the cause of the infection and not the device. Since the issue was not attributed to the product, the DHR was not reviewed during the investigation. Based on this information, the infection was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection was the mini craniotomy procedure user error.

Event description:
Stimwave quality has investigated the details regarding a detail of a complaint of an infection to stimwave on july 21, 2019, by territory manager. The territory manager was informed on july 19, 2019 that the patient was being treated for a possible infection. On july 23, 2019 the implanting clinician's nurse reported that the issue was related to the patient's mini-craniotomy procedure performed on (B)(6) 2019, unrelated to the implant procedure for the freedom scs system.